Manufacturer narrative:
The manufacturer previously reported receiving information alleged a ventilator service required alarm occurred related to a battery charging fault. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board was replaced to address the issue.

Manufacturer narrative:
Device not return.

Event description:
The manufacturer received information alleging a ventilator service required alarm occurred related to a battery charging fault. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.